Manufacturer narrative:
Block h6: medical device problem code a150103 captures the reportable event of stent first flange premature deployment. The hot axios stent and delivery system were received for analysis. Visual examination of the returned device found the outer sheath partially retracted from the stent and the handle was returned in "step 1". The outer sheath was kinked in the most distal section. Functional inspection was performed and the stent was deployed without problems. No other issues with the stent and delivery system were noted. The reported event of stent first flange prematurely deployed could not be confirmed as the stent was received with only the outer sheath partially retracted from the stent. Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to factors encountered during the procedure. It may be that the technique used by the user when inserting the device through the scope and/or anatomical factors could have caused the user to feel resistance while advancing the device and to apply force, limited the performance of the device and contributed to the outer sheath partially retracted from the stent and the kink observed on the outer sheath. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on february 12, 2021 that a hot axios stent was to be implanted in a trangastric position to treat a pseudocyst during an endoscopic ultrasound (eus) with pseudocyst drainage procedure performed on (B)(6) 2021. During the procedure, the first flange of stent deployed prematurely about one millimeter when the device was passed through the scope. The stent was removed from the patient partially deployed on the delivery system and the procedure was completed with another axios stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 12, 2021 that a hot axios stent was to be implanted in a trangastric position to treat a pseudocyst during an endoscopic ultrasound (eus) with pseudocyst drainage procedure performed on (B)(6) 2021. During the procedure, the first flange of stent deployed prematurely about one millimeter when the device was passed through the scope. The stent was removed from the patient partially deployed on the delivery system and the procedure was completed with another axios stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be fine.